Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Pump programmed with multiple alert on high alarm and all the alarms functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not alarming. The customer¿s blood glucose level was unknown. The customer reported that the customer was not able to hear the alert on high alarm. The customer performed self test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.